Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista catheter was used for treatment. During the procedure, it was noted that the catheter would make an abnormal noise and there was nothing coming out of the saline bag. No patient complications were reported.